Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: red alarm - unable to see issue. Attached to this email are pumps and charger brackets with currently issues let me know when to turn the pumps on that need the logs to be collected from. All pumps have no patient harm and none of them stopped an active infusion. Waiting for biomed to power on pump so logs can be downloaded. (B)(6) 2020 logs added. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1) an active infusion did not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.